Event description:
The physician reported that the patient experienced increased seizures due to vns generator being at "end of life." The generator was returned for product analysis, and it was confirmed that the generator was at a near end of service (neos- yes) battery status. Therefore, the generator still had the ability to deliver vns therapy. Product analysis confirmed that the pulse generator performed according to functional specifications. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. No other relevant information has been received to date.